Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The initial discordant result was reported and questioned by the physician. The sample was repeated on the same analyzer in duplicate and resulted similarly to the initial result. The sample was repeated on an alternate non-siemens instrument and resulted lower. A final report was issued to the physician including all the atellica im and the alternate method results with a note that there may be an interferent. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated tnih patient results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of unexpectedly elevated atellica im high-sensitivity troponin I (tnih) results (> 99th% reference cutoff of 45 pg/ml (ng/l) per the instructions for use) that were discordant compared to a low result on an alternate method with a reference range of 0.02 - 0.04 ug/l. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. The serum sample was in a primary tube (full and clear) and centrifuged for 10 minutes at 3000g and 15-25 c. Calibration and quality control were valid and in range at the time the sample was run and the patient sample results were reproducible. This indicates a sample/patient specific incident. There is no sample remaining to be sent to siemens for further investigation. The atellica im tnih method is a high sensitivity troponin I method while the alternate method is a conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There are cardiac and non-cardiac conditions other than acute myocardial infarction that are known to cause myocardial injury and elevated tni values, as stated in the definition of a high-sensitivity assay section of the instructions for use (IFU) as follows: "serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The limitations section of the IFU states, "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." The interpretation of results section of the IFU states, "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on the available information, no product issue is observed. The customer is operational. No further action is required.